Manufacturer narrative:
Additional information: section d updated serial #, lot#, and exp date. Section h updated manufacture date . Device evaluation: an evaluation was performed of the returned product and provided photograph. No sterilization is being performed for this product since the product has not been exposed to any clinical or known biohazardous conditions. A sensation plus 7.5fr 40cc catheter kit was returned. The iab product kit was returned intact and sealed and the insertion kit was returned opened unused. Clear fluid was found inside the product packaging. The evaluation consisted of a functional, visual and chemical analysis inspection confirming the presence of fluid inside the packaging. Pull membrane from retainer test was performed and no failures were noted. A sample of the fluid has been tested via infrared spectrum analysis and found to be silicone. Intra-aortic balloon catheters and some insertion kit components manufactured by maquet datascope corp. Require medical grade silicone lubricant during manufacturing, and some lubricant may also be used as a surface coating to insure smooth insertion for small french size devices. Thus, it is possible that small spots (ranging from not visible to being visually obvious) of migrated lubricant may appear between the tray and the clear tray cover. This silicone is not foreign matter, is biocompatible and does not affect or compromise sterility of the intra-aortic balloon catheters or insertion kits. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. However the issue is being investigated under CAPA.

Event description:
It was reported that the customer noticed there was a silicone-like substance on two intra-aortic balloons (iab). Another report will be submitted for the second iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #: (B)(4).

Event description:
It was reported that the customer noticed there was a silicone-like substance on two intra-aortic balloons (iab). Another report will be submitted for the second iab. There was no patient harm or adverse event reported.